Event description:
It was reported in the journal of vascular interventional radiology, that an angio-seal was deployed in the right common femoral arteriotomy at the conclusion of a cerebral coiling procedure for a ruptured posterior communicating arterial aneurysm. A 5f procedural sheath was used. After cutting the suture, there was immediate bleeding from the access site, requiring manual compression with no immediate complications. Four days later, the pt developed acute coolness and claudication with only a few feet of ambulation. The pt presented three days later with persistent symptoms. Arterial duplex identified non-occlusive thrombus in the distal popliteal artery at the bifurcation. The common femoral artery was unremarkable. The pt was given heparin (dose unk), then underwent a lower extremity angiogram which showed a filling defect in the distal popliteal artery. Attempts at percutaneous embolectomy were unsuccessful; therefore, the pt was sent to surgery where an embolectomy was performed. The angio-seal anchor, collagen and suture were found in the popliteal artery. They were retrieved by pulling on the suture. The pt was discharged the next day with no related effects at the 2 month follow-up. Additional info was not available.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal instructions for use (IFU) state that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device instructions for use (IFU) instruct the user once a full rear lock has been achieved, and the device is being deployed, do not re-insert the device; re-insertion of the device after partial deployment could cause collagen to enter the artery. Also, failure to maintain tension on the suture while compacting the collagen could cause collagen to enter the artery. Also erratic, vigorous tamping or excessive upward tension on the suture may result in collagen placement in the artery or anchor breakage. The angio-seal device pt's info guide, which the pt is instructed to carry with them for 90 days, states some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced, the pt is to contact their physician immediately at the number listed on their pt info card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms. J vasc interv radiol 2010; 21: 1487-1488. Drs. D. Teso & r. Karmy-jones, (B)(6).